Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Sound quality and speech understanding with the device is quite poor. The clinic diagnosed that the electrode is coming out of the cochlea.

Manufacturer narrative:
Device investigation did not revealed any device malfunction which is expected to be present whilst implanted. The patient was explanted of the device as the active electrode migrated partially out of cochlea which affected patient's speech understanding and sound quality. The patient was also suffering from uncomfortable/painful sensations, likely due to extracochlear channels. Radiological imaging confirmed 4 channels to be out of cochlea. Damage to the active electrode found during investigation is most likely related to explantation surgery. Patient has been re-implanted with a shorter electrode array. This is a final report.

Event description:
Sound quality and speech understanding with the device is quite poor. The clinic diagnosed that the electrode is migrating out of the cochlea. Patient was re-implanted.